Event description:
Reportability changed based on product analysis completed on 5/13/2009. It was reported that in preparation for a transarterial chemoembolization procedure, product damage was found. Following removal of the renegade microcatheter from the hoop, the surface was noted to be "lumpy" in the middle of the catheter so the catheter was not used on the pt. The procedure was completed with another of the same devices. No pt complications were reported. Product analysis revealed peeling of the product.

Manufacturer narrative:
Returned product analysis revealed peeling coating 55.5cm-59cm from proximal end of catheter. Due to the coating defect on the catheter the unit was sent to an outside laboratory for analysis. This analysis showed that there was a deep scratch in the coating. The scratch indents and strips away coating and continues on the surface of the shaft. This means the scratch went from the coating surface to the shaft surface and delaminated the coating as a result. At the end of the scratch in the shaft the object causing the scratch has "rucked up" enough of the coating to lift the object off the surface of the shaft, leaving a compacted heap of coating debris. The scratch does not continue beyond where the rucked up coating was indicating an external influence. The coating system is not at fault and the surface attrition is the root cause of the defect. The analysis concluded that the nature of the complaint defects appears to be due to mechanical damage of the coating as opposed to coating delamination. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).